Event description:
It was reported that during treatment with a phoenix machine, an external fluid leak was observed from the inlet of the female connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Visual inspection found the inlet of the female connector was leaking. The connector was replaced. The reported condition was verified. The cause of the part failure could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.